Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor water-tightness of button, water tightness was lost. Based on the results of the investigation a definite root cause could not be identified. Additionally, based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of button, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. The issue occurred during inspection for use. There was no patient involvement.